Event description:
It was reported that the ilet screen was cracked of unknown cause, rendering the device unusable and prompting a replacement; the user reported no injuries and planned to back up therapy until the replacement arrives. Symptoms included no clinical effects. Outcomes included interruption of device therapy and the need to restart setup on the replacement device, with the user continuing glucose monitoring via a compatible cgm application. Investigation included review of device performance based on user report and provision of instructions to shut down the device to prevent further alerts. Investigation of this case revealed a damaged display component consistent with a cracked or delaminated screen. It was concluded that the event involved physical damage to the device display with no reported patient harm and that replacement was warranted.